Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer on cartridge and insulin labeling. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 108-127 mg/dl.